Event description:
Related manufacturer report number: 2017865-2022-21984 and 2017865-2022-21985. During a remote follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead, right atrial (ra) lead and device. Provocative testing was performed and the noise was unable to be reproduced. The device, the rv and ra leads were explanted and replaced to resolve the event. The patient was stable. The device is included in the zenex, assurity, enduritylaser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of over-sensing and inability to pace were not confirmed. The device was received with normal output and telemetry communication. Functional tests were performed, including crosstalk and sensitivity threshold did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) with appropriate remaining longevity. Additional finding: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of over-sensing and inability to pace were not confirmed. The device was received with normal output and telemetry communication. Functional tests were performed, including crosstalk and sensitivity threshold did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) with appropriate remaining longevity. Additional finding: visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.